Event description:
It was reported that, during recent tests, the health care professional (hcp) noted a slow but steady increase in the right ventricular (rv) pacing impedance, until going out of range. The technical services (ts) suspected a physiological cause, like connective tissue encapsulation of the electrode tip. The ts recommended troubleshooting options around this rv lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Based on the available information, although no product has been returned as it remains in service, boston scientific concluded that we were unable to exclude device problem and clinical observation of impedance pacing impedance high out of range - increasing gradually is a known inherent risk of the device and is noted within the products instructions for use (IFU), as well as the product's risk documentation. A labeling review could not be completed using risk documentation because the product family is unknown. However, the issue of impedance pacing impedance high out of range - increasing gradually is generally covered within the labeling documentation for boston scientific implantable leads. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. A risk review of impedance pacing impedance high out of range - increasing gradually could not be completed using risk documentation because the product family is unknown. However, the issue of impedance pacing impedance high out of range - increasing gradually is generally covered within the risk analysis for boston scientific implantable leads. Based on the available information and in the absence of product return, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU).

Event description:
It was reported that, during recent tests, the health care professional (hcp) noted a slow but steady increase in the right ventricular (rv) pacing impedance, until going out of range. The technical services (ts) suspected a physiological cause, like connective tissue encapsulation of the electrode tip). The ts recommended troubleshooting options around this rv lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: no serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Device technical analysis: this device remains in service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: the product family in this complaint is unknown, therefore labeling review was not possible. However, the issue of impedance pacing impedance high out of range - increasing gradually is generally covered within the labeling documentation for boston scientific implantable leads. Investigation conclusion: based on the available information and in the absence of device return, we cannot confirm the root cause of the reported clinical observation. Risk review: the product family in this complaint is unknown, therefore risk review was not possible. However, the issue of impedance pacing impedance high out of range - increasing gradually is generally covered within the risk analysis for boston scientific implantable leads.

Event description:
It was reported that, during recent tests, the health care professional (hcp) noted a slow but steady increase in the right ventricular (rv) pacing impedance, until going out of range. The technical services (ts) suspected a physiological cause, like connective tissue encapsulation of the electrode tip). The ts recommended troubleshooting options around this rv lead. This rv lead remains in service. No adverse patient effects were reported.